Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found with a thermal damage at the yaw pulley. Due to this damage, a notch was observed. There was no material missing. All cables were tight and not loose.

Event description:
It was reported that after a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, a small chip of plastic in the tip of maryland bipolar forceps instrument was off. The damage was detected by the sterile department. Therefore , it was unknown as to when was the instrument damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 03-dec-2024: there was a piece of plastic in the tip that was missing. No fragment fell into the patient¿s anatomy.